Event description:
The customer reported an under infusion of blood. The user stated a unit of blood was hung; two hours later, the total volume (310 ml) remained in the blood bag and did not infuse. The intended programming was at 155 ml/hr with a vtbi of 310 ml. Customer stated no alarms occurred during the infusion. There was no patient harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.